Event description:
Additional information received from a health care provider (hcp) reported the hcp met with the patient on (B)(6) 2015 and a short circuit was found on the left lead on electrodes 0 and 3. The implantable neurostimulator (ins) settings were changed to 1- and 3+. Further programming was done on (B)(6) 2015. The cause of the event was the short circuit and suboptimal programming. After reprogramming the patient's symptoms had resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0333616v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3387-40, lot# j0322212v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
Information was received from the health care professional (hcp) regarding the patient felt like the stimulation system was not working correctly. The patient would shake and they felt the device was not working. The patient checked the battery and it said on and ok but he could barely feed himself. The tremor was not being adequately controlled by the stimulator. No impedance measurements were taken. No other symptoms were reported. The patient was implanted for parkinson's dual and movement disorders. Further follow-up is being conducted to determine what troubleshooting was performed, what actions/interventions were taken to resolve the issue, what was the cause of the issue, and if the issue had been resolved. If additional information is received, a follow-up report will be sent.